Manufacturer narrative:
The previously submitted event date was incorrect, and is corrected with this report.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent implantable cardioverter defibrillator (ICD), (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The DHR of this device was reviewed to find no issues that would have impacted this event. It was noted that the patient passed away due to non-valve related complications 29 months post-operative. The whole heart was returned for analysis. The analysis and investigation did not find any failure related to the noted adverse event of conduction disturbance with ICD implant. (B)(4).

Event description:
Medtronic received information that 25 months following the implant of this transcatheter bioprosthetic valve the patient was referred for an implantable cardioverter defibrillator (ICD) placement due to conduction disease. The ICD was placed 26 months post-valve implant. Information was received that the patient's baseline electrocardiogram (ECG) noted left bundle branch block (lbbb) and 1st degree atrio-ventricular (av) block. The physician noted that the patient had severe ischemic cardiomyopathy preoperatively with an ejection fraction (ef) of 25%. Post valve implant ef increased to 35% with similar preoperative arrhythmia's. It was noted that the patient passed away due to non-valve related complications 29 months post-operative.